Event description:
It was reported that the device failed the test for no telemetry on two different occasions. The device was never implanted and was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).